Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5116052) in reference a thermal event to a millennium m10 oxygen concentrator. The user lit a cigarette while consuming oxygen via nasal cannula which resulted in an explosion of a millennium m10 oxygen concentrator. As a result, patient was transported to the hospital by ems. The previous report omitted that the patient was admitted to the hospital for first degree burn and was discharged the same day. The previous report was submitted as a product problem. After further review, the event is a serious injury and product problem. The outcomes attributed to the ae is hospitalization. The patient outcome code has been updated to capture superficial (first degree) burn and the health impact grid now captures hospitalization and prolonged hospitalization in box h: device manufacturers.

Manufacturer narrative:
H3 other text : device not evaluated by manufatcurer.

Event description:
The manufacturer received a voluntary medwatch (mw5116052) in reference a thermal event to a millennium m10 oxygen concentrator. The user lit a cigarette while consuming oxygen via nasal cannula which resulted in an explosion of a millennium m10 oxygen concentrator. As a result, patient was transported to the hospital by ems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.